Event description:
Complainant alleged that as the medics were transporting a male pt(age unknown), the pt was being monitored in ECG lead 2. The complainant indicated that suddenly the ECG signal railed to the top of the device screen, became a flat line and began to get smaller in size, and eventually became unreadable. The medics attempted to obtain the pt's ECG in lead 1 and lead 3, but with the same result. The ambulance was close to the destination when the malfunction occurred and the complainant indictaed that there was no adverse effect on the pt as a result of the reported malfunction.